Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Based on the results of the investigation , it was presumed that the image no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to a faulty charge-coupled device (ccd). In addition, a shortage was noted in the unit¿s cable. The cause of the unit¿s internal failure and cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, no image appeared on the camera head display. There was no patient injury reported.